Event description:
Tried to use stapler prior to case starting and stapler misfired. No staples were getting past the opening of the stapler. Stapler was removed from room and new one was placed on the sterile field.